Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report a hardware error message patient experienced on (B)(4) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).